Event description:
The vitrectomy cutter tip broke in the pt's eye during surgery. The tip remained attached to the shaft of the cutter and was removed from the eye with no injury to the pt.

Manufacturer narrative:
The tip is broken, but remains attached to the outer needle shaft.